Manufacturer narrative:
(B)(4)

Event description:
It was reported that when a patient presented to the emergency room after receiving multiple shocks, a vibratory alert indicating ¿possible high-voltage lead issue¿ and low hv lead impedance were observed. It was noted that the first episode in the ventricular fibrillation zone had 5 undelivered shocks and an aborted therapy. The lead was explanted and replaced. The patient was fine.